Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, g3, g6, h2, h6 (type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 11500a aortic valve in aortic position was explanted and replaced with another 27mm 11500a aortic valve after an implant duration of two (2) years, and one (1) month due to endocarditis (enterococcus faecalis). The patient presented with fevers. The patient was transferred to cvicu in critical condition and expired on pod# 4.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve was explanted and replaced with another 27mm 11500a aortic valve after an implant duration of two (2) years, 1 month and 28 days due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.